Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks. The customer reported one crack is on the top left hand corner which goes to the reservoir compartment and the third one is on the top right hand corner. The customer reported that the drive support cap is normal. The customer's blood glucose was 6.0 mmol/l at the time of incident. The insulin pump is not returned for analysis.